Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was then performed. The check valve discs for the conchasmart demonstrated that all three valves would move as the column valves were turned from one side to the other showing the discs themselves were free to move. A syringe was connected to the upper tube to push and pull upper check valves. Both upper valves moved back and forth freely with no impedance. The same syringe setup was used to confirm the proper operation of the lower check valve. The returned column was then placed in a concha neptune heater and connected to a concha water bottle. Both upper and lower tubes were punctured into the concha water bottle. The conchasmart column filled with water to the bottom of level sensing tube and stopped as expected. The low water float was moving easily inside the column. The water bottle was then drained until the bottom puncture hole was barely covered with water. The concha smart column was placed into an active (heated) test neptune in order to determine if the low water indicator float was working properly in the concha smart column. The neptune parameters were set accordingly: invasive mode, heavy rainout (full rain) 37 c. Within 10 minutes the neptune came up to set temperature and ran approximately 40 minutes before the low water indicate lamp came on. 3-4 minutes the low water indicator lamp on the neptune heater came on. This test confirmed the float was operating correctly in the column. The water bottle was refilled. The column was reattached and the heater was started again with the same settings. The heater/column stayed in operation for 2 hours without any signs of operational failure. The low water indicator lamp did not come back on after the water bottle was refilled. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer reported the "low water notification would not turn off" during patient use. Patient was on bcpap. No patient injury or consequence was reported. The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reported the "low water notification would not turn off" during patient use. Patient was on bcpap. No patient injury or consequence was reported. The patient condition was reported as "fine."